Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that his pump went bad and his doctor stated that when they opened the pump pocket it looked like spaghetti. The patient stated that he wasn¿t sure if the catheter was clogged or not, but the doctor did have a tough time getting all of the catheter out of the pocket. Per the patient this resulted in him getting a new pump and catheter and he had the same pump ever since.